Event description:
It was reported that the implantable pulse generator (ipg) of the patient had flipped in the pocket site and was causing inadequate stimulation. The patient underwent an ipg explant procedure. No further information has been obtained despite good faith efforts.